Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that 3 spins with each tracker side were performed with two navigation system and no transfer issue was identified. Representative was able to successfully take several spins. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative on behalf of site reported that while outside of procedure, the imaging system was unable to take images. Handswitch and footswitch were both tried. There was no patient present at the time of the issue.